Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server external messaging service was stopped. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the external messaging service stops day after scheduled server reboot. A customer reported to technical support specialist (tss) that after the server upgrade to version 1.8, the external messaging service failed a day after each monthly reboot and required a manual restart. The customer requested a proactive solution, such as automated alerts and service restarts. The remote smart service (rss) team was engaged but could not monitor the event or find matching event ids. Tss reviewed logs and suspected port 443 might have been unavailable post-reboot due to firewall or network policy. Connectivity tests later showed that port 443 was open. The customer checked with information technology (it) but received no response and closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server external messaging service was stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server external messaging service was stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.